Event description:
Olympus was informed that the customer had cultured four of their duodenovideoscopes and they are follows: models tjf-q180v, with the following serial numbers: (B)(4) after high-level disinfection and the duodenoscopes tested positive for the following bacteria: klebsiella pneumoniae, pseudomonas aeroginosa, and enterococcus. However, the user facility reported that not all three duodenovideoscopes grew all three organisms, but rather it was a mix. The user facility further reported that one of the 160 duodenovideoscopes also cultured and grew klebsiella pneumoniae. The user facility further reported that there were 15 cases of pt infection and they believed that it is related to the duodenovideoscopes.

Manufacturer narrative:
The user facility returned on tjf-q180v with serial number 2101850 along with two tjf-160vfs with serial numbers: (B)(4) to olympus for evaluation. The two tjf-160vfs was received with a torn bending section cover. All returned duodenovideoscopes were sent to an offsite laboratory for microbiological testing. The tjf-q180v with serial number (B)(4) was testing. The tjf-q180v with serial number (B)(4) was tested positive for klebsiella pneumonia. The two tjf-160vfs did not grow any microorganisms. Following the microbiological testing the duodenovideoscopes (subject) was returned to olympus for physical evaluation. The biopsy channel wall, and suction channel wall were examined with a boroscope and no residue or debris was found. However a slight brownish stain was noted in the biopsy channel wall. In addition, the subject device had a tear on the bending section cover which caused the device to fail the leak test. The device is still in estimation. As part of our investigation with this report, an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and provided reprocessing training per the user facility's request. During the onsite visit the ess observed that the user facility staff was not pre-cleaning, leak testing, and pressurizing the endoscope before submerging the device in the water. Additionally, the staff was not using the air/water cleaning adapter, nor using the correct suction cleaning adapter. Please cross reference MFR. Report # 8010047-2013-00172, 00173, 00174, 00175, and 00176.